Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain, postlaminectomy pain, spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced because it was not implanted straight, and it was very difficult to get it charged. The patient wanted to schedule the follow-up appointment. There were no reports therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.